Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4)on 10/30/2015. Investigation results as follows: visual inspection of the returned platform was performed and found that the short black cover was damaged. Note that the autopulse platform is a reusable device and, therefore, these physical damages can occur due to normal wear and tear and/or physical abuse. A review of the archive showed user advisor 7 (discrepancy between load 1 and load 2 too large) between (B)(6) 2015. The load cells were determined to be faulty. It appeared that the platform had fallen over onto the load cells or had something heavy placed on them. It did not appear that a patient was placed on the platform during this time as the autopulse was not powered on. Both load cells were replaced to remedy the reported complaint. Based on the investigation, the parts replaced were the damaged short black cover observed during visual inspection and both load cells. In summary, the reported complaint of the platform displaying ua 7 was confirmed during archive review which was attributed to defective load cells. Upon replacement of all the parts, the platform was re-evaluated through functional testing and the platform passed all final testing criteria.

Manufacturer narrative:
The customer also reported that the autopulse platform had not been used between (B)(6) 2015 to (B)(6) 2015 and that the device worked properly on (B)(6) 2015. Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that on (B)(6) 2015, the autopulse platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message, upon power up. The customer also reported that there was no load on the load plate when the user advisory 07 message was displayed. There was no report of any patient involvement. No further information was provided.